Event description:
It was reported that after use there was poor barrier separation with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) -it is reported that customer experienced 2 occurrences of poor barrier separation. The red cells will not re-suspend. They are a gelatinous blob at the bottom of the tube." And "this is the red top after centrifuging three times." Additional information from reporter: "this patient has multiple myeloma, which explains the anomaly we observed."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services also contacted the customer to provide troubleshooting on the issue. The customer reported that the patient has multiple myeloma. Bd has recommended that the customer use the bd lithium heparin tube without gel for this patient and other patients with protein abnormalities. Additionally, educational information was shared with the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9126523. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-05-06. Medical device lot #: 9158934. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-06-07." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use there was poor barrier separation with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) -it is reported that customer experienced 2 occurrences of poor barrier separation. The red cells will not re-suspend. They are a gelatinous blob at the bottom of the tube." And "this is the red top after centrifuging three times." Additional information from reporter: - "this patient has multiple myeloma, which explains the anomaly we observed."